Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Lens repositioned but problem not resolved. Lens exchanged with longer length lens and problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4)

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
Correction: g3: - date received by manufacturer should be 10/24/2025 for previous supplemental. Claim# (B)(4).